Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/10/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found evidences of short battery life and replace battery warnings in the pump history. Moisture was evident inside the compartment. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Replace battery alarms occurred during the testing with a known good battery. The reported battery life issue was verified in the black box and duplicated in the investigation. The pump casing was opened and no additional evidence of moisture intrusion was found in the pump interior.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.